Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving an unspecified low reading from the adc device. The customer felt dizzy, weak, and lost consciousness, and received treatment of glucose injection and two glucose tablets provided by spouse. An ambulance was called and upon arrival obtained a sensor reading of 90 mg/dl compared to hcp meter reading of 200 mg/dl, however, it is unknown if these were taken within 10 minutes of each other. No additional treatment was reported from hcp other than obtaining glucose reading. There was no report of death or permanent injury associated with this event.